Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges false negative when using kit veritor system strep a 10 tests jp (material#: 256057), batch number unknown. The customer reported that there is a discrepancy found between the results of the veritor kit, which was a negative, and the outsourcing company, which was a positive. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were not performed as there was no batch number provided. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for false negative was conducted, no adverse trend was identified. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.

Event description:
It was reported while using bd veritor(tm) sys for rapid detection of group a strep, there was a false negative result. There was no report of patient impact.